Manufacturer narrative:
Continuation of d10: product ID b35300 lot# serial# unknown implanted: (B)(6) 2024 product type implantable neurostimulator product ID a620 lot# serial# unknown product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b35300 (serial: unknown); product type: 0197-implantable neurostimulator; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that  the other night the patient woke up having a panic attack, and they didn't know what was going on. The patient thought the implantable neurostimulator (ins)  battery might have lost charge, so they connected to the ins (the patient did not specify which ins) and saw that the therapy was turned off. The patient mentioned that they also saw service code 634 ('battery very low. Recharge your neurostimulator battery to restore therapy. Battery level is too low to provide therapy'). The patient also said they saw code 1503, but it was unclear as to what they were doing or which app they were in when they saw that code. The patient was concerned because the dbs therapy app indicated that the ins battery level was 30% at the time they noticed the therapy was turned off, so the patient alleged that the therapy turned itself off when they ins battery level was at 30% or higher. The patient tried to turn the therapy back on, but they got a message that said they had to charge the ins before they could turn the therapy back on. The patient charged the ins to 40% and tried again, but they still got a message that said the ins battery level was too low. The patient charged the ins to 50% and the therapy finally turned on. Once the therapy was turned on, the patient said, "I guess the electromagnetic field changed in my brain" because they passed out and slept for 48 hours or more. The patient was redirected to their hcp to further address the issue.